Manufacturer narrative:
Analysis found that customer complaint regarding not working properly was verified. The unit came in with the corroded cable con nector and loose cable clips. Replaced the cable and wave washer due to loose cable clips. The item was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface was not working properly. There was no patient impact.